Event description:
The device was connected to a pt who was reportedly observed to be in rigor and the device displayed ECG artifact that allegedly resembled v-fib. A dfibrillation shock was delivered to the pt and the ECG artifact continued to be displayed. Treatment was discontinued. The pt was not resuscitated. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.

Event description:
The device was connected to a pt who was reportedly observed to be in rigor and the device displayed ECG artifact that allegedly resembled v-fib. A defibrillation shock was delivered to the pt and the ECG artifact continued to be displayed. Treatment was discontinued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.